Event description:
It was reported that this right ventricular (rv) lead had noise oversensing, with pacing inhibition. Isometrics could recreate the noise when the patient was moving their left arm over to right side. The pacing inhibition was not greater than 2 seconds. However, the physician decided to remove and replace the rv lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.